Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report having a new implantable cardioverter defibrillator (ICD) implanted for a battery change out and developed a hematoma. The patient expressed having bad pain at the incision site and was surprised that the incision cut was twice the size as the previous incision. A follow up with the patient¿s healthcare provider yielded that the patient was medically treated for the hematoma and the device implant site is healing well. The healthcare provider indicated that the device is working as normal with no issues. The device remains in use. No further patient complications have been reported as a result of this event.